Event description:
Pt had port-a-cath placement attempted at another hospital. Pt was transported by ambulance to interventional radiology in medical imaging at our facility for catheter retrieval after surgeon unable to remove piece of catheter that separated from hub of device. Pt arrived with dressing over left shoulder with wire secured underneath and with portion still in pt. The port hub or packaging was not sent with the pt. Doctor did a catheter retrieval in interventional radiology removing 23cm length of catheter and 48cm wire. The patient had a port-a-cath successfully placed a week later for chemotherapy due to recent diagnosis of breast cancer.